Event description:
It was reported that this right ventricular (rv) lead exhibited intermittent spike on shock lead impedances. Technical services (ts) reviewed and stated that the shock lead impedance measurements were at 133 ohms. There was no noise on the presenting. Ts recommended commanded shock testing. The health care professional (hcp) will be further discussing with the electrophysiology (ep). This rv lead remains in service. No adverse patient effects were reported.